Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that there were no issues with the device, and no further investigation was required. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user informed that the screen froze multiple times when staff attempted to use the machine. The issue affects both the top and bottom sections of the unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user informed that the screen froze multiple times when staff attempted to use the machine. The issue affects both the top and bottom sections of the unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.